Event description:
Related manufacturer reference number: 2017865-2025-00151. It was reported that the patient presented in the clinic with an infection at the implanted device pocket site and vegetation. Vegetation was present in the atrial lead. The physician explanted the entire system ¿ implantable cardioverter-defibrillator (ICD), right ventricular lead, left ventricular lead and atrial lead due to infection. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Manufacturer narrative:
The reported event was infection/vegetation on atrial lead. The product was returned, and electrical testing was normal. The cause of infection could not be traced to the lead. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis noted full breached outer insulation degradation was found distal to connector boot.

Event description:
This report is to advise of an event observed during analysis.